Event description:
It was reported that the customer's insulin pump was scrolling on its own and froze up. Customer's blood glucose was 157 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling or frozen display anomaly during testing. Unit received with cracked reservoir tube lip, battery tube threads, minor scratched display window, scratched reservoir tube window and missing end cap sticker.